Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 2 devices had worn components, 1 device had a missing component, and 1 device had an incorrect/incompatible component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the device had missing or damaged restraints, as well as the device being difficult to maneuver. There was no patient involvement.